Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the torque wrench (p/n: 277040510, lot number: km858264) was received at us cq. Visual inspection of the complaint device showed some minor cosmetic scratches. No other damage or defects were observed. Functional test: a functional assessment was performed on the complaint device. The device torque tested high: 87.354 - 88.484 in-lb. The specified range is 80 +/- 10% in-lb (72 - 88 in-lb). The complaint was able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the device torque tested high. There were minor cosmetic scratches as well. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km858264 was released in two batches. - batch1: lot was released on 18 jun 2018 with no discrepancies. - batch2: lot was released on 18 jun 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot a review of the receiving inspection (ri) for torque wrench was conducted identifying that lot number km858264 was released in two batches. Batch1: lot qty of units were released on 18 jun 2018 with no discrepancies. Batch2: lot qty of units were released on 18 jun 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during an unknown procedure, when attempting to finally tighten the set screws, the surgeon reported the handle was over-torquing. The handle was removed and another instrument was used to complete the procedure. The procedure was successfully completed. This report is for 1 monarch spine system torque wrench-handle. This is report 1 of 1 for (B)(4).